Manufacturer narrative:
Additional information: b5, e1, and h6.

Event description:
New information received notes that the lead was explanted and replaced due to low pacing impedance and over-sensed noise. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6. Explant initially reported in 2017865-2025-15006 in error.

Manufacturer narrative:
Correction: b5 was inadvertently omitted from previous report.

Event description:
New information received notes that the patient was stable, isometrics were performed, and no interventions were reported.

Event description:
It was reported that the patient presented with low pacing impedance exhibited by the right atrial lead. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.